Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient presented with difficulty pumping the artificial urinary sphincter (aus) pump. The pump had been "malfunctioning since the early days" and gradually had a loss of activity until it completely stopped functioning. The aus pump was explanted and a new pump was implanted in a different location. Following the surgery the patient was "cured."